Event description:
Technician alleged that the head of the bed will not lower electrically, hydraulically, or with cardio pulmonary resuscitation. No alleged injuries.

Manufacturer narrative:
The technician found the cause to be a failed head down solenoid valve. The technician replaced the head down solenoid valve to resolve the issue.